Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw (30925r2044) was placed on central a2p2 (anterior and posterior leaflet segment 2) with leaflet capture. After analyzing the results, it was decided to reposition and recapture the leaflets, opening the clip according to instructions for use (IFU). After reopening this clip, one leaflet became stuck at the apex of the clip (between the clip's rod and arm). Standard troubleshooting was performed with slight movements, such as lowering and raising the gripper until the leaflet was released. The clip was everted and returned to left atrium for repositioning. Gripper orientation was repeated, and the grippers could not lower. It was tested several times and they did not move. It was decided to exchange the clip for another xtw (30906r1055). The procedure was followed normally. The patient was doing well, with a reduction in mr from 4+ to 2+. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported difficult or delayed positioning (gripper caught on anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the gripper line getting caught on the frictional element. However, a cause for how the gripper line getting caught on the frictional element and gripper caught on anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.